Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures. The lead had internal shorting due to procedure damage to the insulation.

Event description:
Related manufacturer reference number: 2017865-2024-00613. It was reported that the patient presented for follow-up in clinic. Upon device interrogation, the right atrial (ra) lead and the right ventricular (rv) lead exhibited loss of capture. The leads were explanted and replaced. The patient was in stable condition.